Event description:
Product used on (B)(6)2010 after abdominal supracervical hysterectomy to prevent adhesions. Ileus with small bowel obstruction developed 1 week later. Required re-operation on (B)(6)2010 where intense paradoxical inflammation reaction with multiple loops of small bowel adhered together. Required small bowel resection. Pt still hospitalized, required tpn for 38 days. Pt ultimately discharged home (B)(6)2010. Pic line removed on (B)(6)2010. Is able to take po now, etc. Concomitant med: none. This should be reported to the company as seprafilm is used for c-sections at this institution. Dose or amount: seprafilm. Frequency: 1 sheet. Dates of use: (B)(6)2010. Diagnosis or reason for use: to prevent adhesions.